Manufacturer narrative:
(B)(4). Eval, results: (death), (pre-existing ruptured aneurysm), (stent graft used for treatment of pre-existing ruptured aneurysm). Conclusion: (pre-existing ruptured aneurysm), (stent graft used for treatment of a pre-existing ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured 10 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as aortic neck was 21mm to 27 mm in diameter and 10 mm long. It was reported that another MFR's balloon was placed suprarenal to occlude aortic blood flow, and the renal arteries were clamped off. The pt was receiving resuscitation efforts with CPR prior to stent graft implant, for an unk period of time. The physician decided to try evar. A reliant balloon was also placed to try to occlude blood flow. An endurant bifurcated stent graft (ref MFR# 2953200-2011-01142) and endurant ipsilateral extension (ref MFR# 2953200-2011-01143) were placed on the left side, and an aneurx contralateral limb (ref MFR# 2953200-2011-01145) and contralateral extension (ref MFR# 2953200-2011-01146) were placed via the right side. The stent grafts were placed w/o issues; however, there was too much blood loss, and the pt's blood was pressing on the lungs, diaphragm, and vena cava. There was no venous return, and the pt was becoming acidotic and could not breathe even with the ventilator. Rescue efforts included opening the pt's abdomen and using a rapid blood infuser; however, the pt's condition was worsening, and the pt expired.